Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that myopotential oversensing was observed. Programming changes were recommended. No further information.